Event description:
A customer reported a patient had rec'd peribulbar anesthesia in preparation for surgery. The procedure had not yet started when the system did not perform prime and was leaking fluid. The case was canceled. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).